Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit would not power up, it was attributed to a bad power supply which was replaced. Analysis was unable to confirm the customer comment that the unit would not print to an external printer, it printed to an external printer using universal serial bus port and the parallel port with no issues. However the hard drive was reconfigured and the software reloaded and updated as a preventive. Analysis did note that the system fan was noisy, the "25" speed printing button on the keypad chart recorder was intermittently not working and that the handle covers were cracked. All were replaced to resolve and the device passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer would not print to an external printer. To attempt to resolve this the programmer was rebooted but then it would not turn back on. The programmer was returned for service. No patient complications have been reported as a result of this event.